Manufacturer narrative:
One device was returned for evaluation. The product was examined visually. The complaint is unconfirmed. No definitive root cause could be determined. The complaint database was reviewed and no additional complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that the dermal cuff on the centrosflo catheter disconnected from the tissue and migrated out of position. The physician replaced the catheter with a new one. No injury or adverse event to report.

Manufacturer narrative:
A review of this MDR identified a typographical error related to the information provided. These have been corrected in this report.